Manufacturer narrative:
The insulin pump received with blank display followed by constant tone alarm, problem isolated to the motherboard. The insulin pump was also received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and scratched case. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's father reported via phone call that the insulin pump had a blank display. The customer's blood glucose was 243 mg/dl at the time of incident. The customer's father stated that the insulin pump was not dropped, bumped or exposed to moisture. The customer's father stated that the battery compartment and spring were not damaged or corroded. The customer's father stated that the battery cap was not damaged or corroded. The customer's father stated that the display did not return after cleaning battery cap and inserting a new battery. The customer's father was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.